Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -10.50/+2.5/087 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens will be explanted on (B)(6) 2021. Due to patient experienced a refractive surprise and blurred vision. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown. Patient is happy.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found one haptic torn. Claim # (B)(4).